Event description:
It was reported that the atrial lead exhibited an increase in thresholds. Lead dislodgement was suspected. There was no intervention performed. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.